Event description:
It was reported that a two day infusor leaked into the housing. This was identified during filling with an unspecified drug. The reporter stated that the solution was contained within the infusor housing and did not come out. A filter was not used during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was received for evaluation. Visual inspection identified liquid within the infusor housing, confirming the reported condition. The bladder of the device was ruptured. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 7, 2013 to june 10, 2013. The cause of the rupture could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.